Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2026 during a routine 12 month follow up transesophageal echocardiography (tee) a non-mobile device related laminar thrombus was note adherent to the closure device. The patient discontinued apixaban on (B)(6) 2026. The post-implant antithrombotic regimen until the drt consisted of a reduced-dose of non-vitamin k antagonist oral anticoagulant (noac) for three 3 months, followed by aspirin. No further information was provided at the time of this report.